Manufacturer narrative:
No anomalies found by checking the DHR of the lot# of the cemented stem involved (lot #201403235) on a total of (B)(4) pieces manufactured with this lot #. No other complaints received on this lot#. No explants available. The pre-revision x-rays confirm the bone humeral fracture corresponding to the proximal humerus. By the info received, the bone fracture was caused by patient fall. Event patient-related. Pms data: this is the only complaint reported about a post-op bone fracture where a smr cemented revision stem (model # 1309.15.xxx) was used, on a total of (B)(4) stems belonging to this family used ww since 2008. The related revision rate is (B)(4). No corrective actions planned for this case. Limacorporate will keep monitored the market.

Event description:
The patient underwent shoulder arthroplasty on (B)(6) 2015. The implanted prosthesis consisted of a smr reverse prosthesis, with a reverse hp glenosphere and a cemented revision stem. The revision surgery was performed on (B)(6) 2017 due to humeral bone fracture. The entire humeral side (stem, reverse humeral body and glenosphere) was replaced. After sending our initial report, we received confirmation from the complaint source that patient fell over causing the bone fracture. Event patient-related. Event occurred in (B)(6).

Manufacturer narrative:
No anomalies found by checking the DHR of the lot# of the cemented stem involved (lot #201403235) on a total of (B)(4) pieces manufactured with this lot #. Moreover, we performed a check of the DHR of the lot # of the other involved devices (reverse humeral body: lot #201505456; reverse liner: lot #201501674; connector and screw: lot #201506085; glenosphere: lot #201503886; metal back: lot #201503448) and no anomalies emerged on the overall number of pieces manufactured with these lot#. No other complaints received on these lot# we will submit a final MDR once the investigation will be completed.

Event description:
The patient underwent shoulder arthroplasty on (B)(6) 2015. The implanted prosthesis consisted of a smr reverse prosthesis, with a reverse hp glenosphere and a cemented revision stem. We received no information on patient's condition regarding this surgery. The revision surgery was performed on (B)(6) 2017 due to humeral fracture. It is not known if the patient experienced any trauma which could have led to the humeral fracture. Event happened in (B)(6).